Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - were there patient consequences? If yes, please explain. - please provide product code and lot number. - do you have the delivery / order number ((B)(4)xxxxxx)? - do you have the invoice for this shipment? - where did you purchase the product from? (Company name, contact email/phone). - have you notified the company you purchased from? - what carrier was associated with delivery? - if available, container lp number/s (lp: license plate associated with each shipment) - do you have pictures of the container, product or/and relevant element related to complaint? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on an unknown date and barbed suture was used. Was notified that a surgeon has had a stratafix suture that was close to it's expiry date break while they were suturing. There were no patient consequences reported. Additional information was requested.